Manufacturer narrative:
Sections with additional information as of 05-nov-2021 h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions meter was returned for evaluation- reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 29-sep-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 65, 92, 79, 89 and 77mg/dl. Customer stated the results obtained with the true metrix meter were lower than results obtained with another device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result is 120mg/dl and expected pm fasting blood glucose test result range is 120-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/23/2022 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6).